Manufacturer narrative:
Evaluation of this investigation revealed the target adapter t2 scn to be as primary product. The nail holding screw t2 scn and the nail adapter t2 scn which were not returned for evaluation are regarded as associated products. Discrepancies in manufacturing were not found. The product appeared to be brand new. It was manufactured in november 2015. Pre-operative-check performed revealed the target adapter returned being fully functional with returned scn nail. The subject of the reported event could not be reproduced. The reported event is due to a suboptimal surgery procedure most likely the thumb screw was not tightened when the correct positions 1 ¿ 4 were visible in the locking window ¿ thus the targeting arm will not stay in secured position for drilling. The reported event was not caused by any deficiency in the devices. Although a real root cause could not be determined the alleged event is most likely caused due to a suboptimal intra-operative procedure.

Event description:
During t2 scn long surgery, the surgeon performed calibration combining the target arm and the nail. To use a condylar screw, the surgeon used 5mm of drill. However, the drill bit contacted the screw hole of nail of no.1 and no. 4. Therefore the surgeon changed the nail to another size nail. And the surgeon performed calibration combining the target arm and the nail again. However, the drill bit contacted the screw hole of nail of no.1, 2, 3 and no.4. Therefore the surgeon used 4.2mm of drill and fixed the nail by 5mm screw.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During t2 scn long surgery, the surgeon performed calibration combining the target arm and the nail. To use a condylar screw, the surgeon used 5mm of drill. However, the drill bit contacted the screw hole of nail of no.1 and no4. Therefore the surgeon changed the nail to another size nail. And the surgeon performed calibration combining the target arm and the nail again. However, the drill bit contacted the screw hole of nail of no.1, 2, 3 and no.4. Therefore the surgeon used 4.2mm of drill and fixed the nail by 5mm screw.